Manufacturer narrative:
The reported problem could not be duplicated with the device. The device passed bench handling, power cycling and full functionality testing with no discrepancies noted. The device history logs were reviewed and we can see entries consistent with low battery conditions on the event date. The device was recertified and returned to the customer. It's important to note that the battery was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.